Event description:
A customer in the united states notified biomérieux of a false positive cefoxitin screen (oxsf) result for staphylococcus aureus in association with the vitek® 2 ast-gp67 test kit. Alternate method testing via kirby-bauer and p2p latex obtained results of "negative". There was no evidence of repeat testing via ast-p580 card provided by the customer. Oxacillin tested susceptible, forced to resistant by vitek 2 advanced expert system¿ (aes). The customer stated they use another platform, in addition to pbp2a and mrsa plates to confirm the results. There is no indication or report from the laboratory or treating physician that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in the united states notified biomérieux of a false positive cefoxitin screen (oxsf) result for staphylococcus aureus in association with the vitek 2 ast-gp67 cards, lot 1321039203. Alternate method testing via kirby-bauer and p2p latex results were negative. In response to the customer complaint, biomérieux performed an internal investigation. The customer did not submit their isolates or lab reports to biomérieux; therefore, the customer's test discrepancy could not be compared to the reference method for this investigation. A review of biomérieux manufacturing batch records for vitek® 2 ast-gp67 test kit lot 1321039203 showed that this lot met all final qc release criteria. Nonconformance manufacturing records (ncmrs) were reviewed from 13jul18-13aug19, no ncmrs were written for the ast-gp67 card. Customer service performed a search for all complaints against ast-gp67 card lot 1321039203. The review of the complaints did not indicate a trend for this card lot.